Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call there supplies wont last a month because they keep falling off. The customer¿s blood glucose level was 400mg/dl at the time of incident. Notes do not mention if customer declined to trouble shoot for blood glucose. The customer was advised to monitor pump, will be shipped a replacement box and tape kit.